Manufacturer narrative:
H10: on (b))6) 2024, a philips field service engineer (fse) went to the customer site and successfully replaced the cpu pcba. The device then passed all testing and the performance verification per the service manual revision t. The device was confirmed to be ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of the cpu and the issue of the ls1 component failing with the accusation of a backup alarm failure (error code 1104) has been analyzed. The results of the testing of this cpu have resulted in a no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was giving the alarm check failed error code. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm check failed error code was occurring intermittently. The customer reported replacing the data acquistion (da) printed circuit board assembly (pcba), motor controller (mc) pcba, and power management (pm) pcba but the device issue was still occurring. The customer was advised by the remote service engineer (rse) that the next step would be the replacement of the central processing unit (cpu) pcba. This investigation is ongoing.